Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that vasospasm occurred. In (B)(6) 2012, the patient was presented due to stable angina. Subsequently, coronary angiography and index procure were performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) with 80% stenosis and was 11 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00x12 mm promus element plus drug-eluting stent with 0% residual stenosis. Intracoronary nitroglycerin was administered for coronary spasm which was noted post deployment of 3.00x12 mm promus element plus stent. The following day, the patient was discharged on aspirin and clopidogrel.